Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was unable to rewind. Customer stated device also had a white circle on the display screen. Customer's blood glucose level was 265 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, displacement test, and self test. No rewind anomaly or display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.